Event description:
Customer discovered that ventilator stopped cycling ona pt and started to alarm. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. Ventilator was taken to the biomed dept to be evaluated. The biomed ran the ventilator for two days and was unable to reproduce the reported failure. The biomed will let the ventilator run for two more days before making a decision to return it to service. No pt injury. Problem is unknown.